Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the proximal 18.2 cm portion of the lead was performed (the distal portion of the lead was not returned). Resistance testing was completed to assess lead electrical performance. Measurements throughout testing was within normal limits. Microscopic inspections of the terminal pin assembly, and proximal lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations for the returned proximal portion of the lead and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during an attempted cardioversion for atrial fibrillation, this device displayed a fault code and an error message that a short circuit was detected during shock delivery. The fault code was cleared, however the error message was displayed again. The shock lead impedance (sli) measurement had previously been 51 ohms and the right ventricular (rv) pace sense lead impedance measurement was 552 ohms. Boston scientific technical services (ts) was consulted and discussed the fault, it is likely when the device was attempting to deliver the 41 joule shock, a low sli was detected and the shock was aborted. The health care professional (hcp) noted she thought the patient jumped, ts discussed that part of the shock may have been delivered, but full delivery likely did not occur due to the shorted condition. Ts noted the lead and or device was likely compromised and recommended replacement. It was reported that the patient was not pacemaker dependant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.